Manufacturer narrative:
Examination of the explanted device noted that the fracture appears to have occurred due to excessive medial load. This is further supported by the excessive wear observed on the medial side of the bearing surface compared to the lateral side. No abnormalities of the tibial tray were noted. Surgical notes confirmed development engineer's evaluation that the patient may have had bone deterioration under the tibial tray. The tibial tray is not designed to support a full load without adequate bone structure underneath.

Event description:
It was reported that patient underwent bi-lateral knee arthroplasty on (B)(6) 2011. Subsequently, patient's left knee was revised on (B)(6) 2012, due to pain and fracture of the tibial tray. The tibial tray, tibial bearing, and finned stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number nine states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.